Event description:
Customer reported getting inaccurate high readings from his freestyle meter, freestyle comparison readings of 295 and 238 mg/dl were reported by the customer. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.